Event description:
It was reported that when using the bd pyxis¿ es server, patient was not shown at the station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient not showing at the station. A technical support specialist (tss) dialed into the server to verify that the patient and order were listed with an admitted status, dialed into the station to search the visit ID and confirmed the patient was displayed, and verified that the server and station times were properly synchronized. The tss confirmed with the customer that the issue was resolved, and no further investigation was required. The system functioned as intended when the technical support specialist investigated the issue.